Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the extract transfer load was stopped. The technical support specialist followed ka 000013091 "medes - etl arithmetic overflow error converting identity to data type int" and enabled extract transfer load to resolve. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm large server w/sql. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation es system reporting functionality within the server were not updating transactions which was occurring on the actual pyxis units. The user was unable to accurately track what is happening at each individual unit. The customer added that this malfunction was starting to affect patient care. However, there were no adverse events or injuries reported based on this event.